Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. The ok and contrast keypad buttons required excessive force to activate during testing. During investigation, all key contacts were observed to be misaligned. It was observed that all key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the down arrow button began sticking two weeks ago. She noted that the down arrow button would get stuck when programming a temporary basal program, and that multiple presses are required to obtain a response. The patient stated that the down arrow button does not click and feels abnormal. She reported that all other keypad buttons feel normal and click as expected. The patient confirmed that the rubber keypad is intact; stated that the pump has been exposed to pool water; and stated that she cleans the pump with rubbing alcohol.